Event description:
The customer reported the image appears on the monitor, but it is noisy on (B)(6) 2023 and this was not reportable. The device was returned for evaluation. During the device evaluation, a nozzle with foreign objects was identified and is pae per the rsa. The new aware date for the pae is 7/12/2023.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage on the suction connector, a noisy image occurred, due to clogging of the nozzle, water removal ability did not meet the standard value. The nozzle had foreign objects. Additional findings include, the angle wires were stretched. Due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value. The bending section cover had a scratch and the adhesive on the cover was chipped and cracked. The universal cord had a wrinkle, switch 1 had a scratch, switch 4 was showing wear, paint on the suction cylinder was peeling, the adhesive around the objective lens was peeling, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record confirmed the latest repair history occurred on (B)(6) 2021. (Repair request no. (B)(6) ). Replacement pertaining to insufficient angulation of insertion section bending tube. Repair of play on control section angulation control knob. Replacement pertaining to glue chipped from the insertion section of the bending section cover. Replacement pertaining to insertion section of the insertion tube scratched. Replacement pertaining to coating on the insertion section of the insertion tube peeled off. Replacement pertaining to insertion section of the insertion tube was wrinkled. Based on the results of the investigation, could not specify what the foreign material was, nor the root cause of the remaining foreign material. As it is unknown if the reprocessing has been implemented in line with the information for use, we could not specify the cause of the remaining foreign material . Olympus will continue to monitor field performance for this device.